Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving lioresal via an implantable pump for an unknown indication for use. It was reported that on interrogating the pump after implant, the programming was found to be 0.5 mcg/ml and 0.025 mcg/day, instead of 500 mcg/ml and 25 mcg/day. The pump logs indicated that the pump was programmed to the 0.5 mcg/ml and 0.025 mcg/day rate on (B)(6) 2017 at 12:21, the day of implant. It was stated that this was a programming error. The programming was checked before updating the pump, but was not picked up on. Troubleshooting/intervention included changing the pump back to the correct programming. The issue was resolved. Surgical intervention did not occur and was not planned. The patient status was alive ¿ no injury. There were no reported symptoms. No complications were reported or anticipated.

Manufacturer narrative:
Product ID 8840 (B)(4) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
The (B)(4) of the programmer was provided.